Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Per the persona knee system package insert, pain, joint instability, and poor range of motion are known potential adverse effects of this procedure. Reported information states that the patient experienced a fall prior to the onset of symptoms; however, it could not be confirmed with the available information if the fall contributed to the event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: p/n 42540000035 all poly patella cemented 35 mm diameter l/n 62869345, p/n 42511200611 articular surface fixed bearing ultracongruent (uc) left 11 mm height l/n 62747225, p/n 42532007901 tibia cemented 5 degree stemmed left size g l/n 62979305, p/n 42502606801 femur cemented cruciate retaining (cr) standard left size 10 l/n 62852033 p/n l/n . Multiple mdrs were submitted for this event. Please see report: 0002648920 - 2017 - 00574, 0002648920 - 2017 - 00575, 0002648920 - 2017 - 00576, 0001822565 - 2017 - 06424. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is experiencing extreme pain post primary implantation, instability, and the knee locking up. A revision has not been reported, however, it was stated the patient is scheduled for an unknown procedure at an unknown date. No further information has been made available at this time.